Manufacturer narrative:
H3: product analysis #(B)(4): part # 5540030, lot# 0029894c visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly disassembled from the stop locking pin being sheared. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a set screw and a mas screw having lumber fusion therapy for lumbar stenosis. It was reported that screws was broken and explanted in the same procedure on (B)(6) 2023. Set screw stripped in polyaxial screw head during set screw insertion. There was no in-patient hospitalization nor revision surgery required. There was no patient symptom reported. There were no further complications reported regarding the event.